Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 700 mg/dl. The caller was the customer's mother who stated that the insulin pump her son was using had motor errors. The patient was treated for the diabetic ketoacidosis. The customer's pump was later replaced for the motor errors. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.